Manufacturer narrative:
Customer reported that there was a primary audible alarm bgnd test. Tamper seals on plunger assembly was cracked on both front corners of top case, also cracked on right plunger case and plunger assembly broken and rotated. Checked syringe plunger sensor (due to broken plunger assembly and rotated). Replaced right plunger case, plunger tube and carriage. Performed pm maintenance and all functional testing. Broken carriage inside of pump due to pump been dropped or mishandled by customer, the problem was caused by customer.

Event description:
It was reported that the plunger arm was frozen and cracked by the arm. No patient injury was reported.